Event description:
It was reported that the right ventricular lead dislodged, and that there was a perforation. It was further reported that five days post-implant, the patient was complaining of severe abdominal pain, and the lead would not pace or sense and maximum settings. A CT scan confirmed that the lead went through the inferior wall of the right ventricle and lodged in the patient's stomach. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.